Event description:
It was reported that "inaccurate cgm values" occurred. The patient lost consciousness and at some point an ambulance was called. The paramedics took the measurements: the cgm reading was 123 mg/dl and the bg reading was 25 mg/dl. They treated the patient with d50 (IV dextrose). The patient was taken to the hospital and treated there with d50 and was at the hospital for less than 24 hours. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.